Event description:
A report was received that the patient was sent to the emergency room due to pain and drainage at the incision sites.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain and drainage at the battery site due to infection. The patient was given antibiotics and was doing well after discharged from the hospital. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was sent to the emergency room due to pain and drainage at the incision sites.

Manufacturer narrative:
Additional information was received that the patients incision was not healed and was still open.the patient was doing progressively well.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7047298, model/catalog description: coveredge 32 surgical lead kit 50 cm. Additional information was received that the patient underwent a removal procedure for a non-healing ulcer. The patient was doing well postoperatively.

Event description:
A report was received that the patient was sent to the emergency room due to pain and drainage at the incision sites.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7047298, model/catalog description: lead extension kit 35cm.

Event description:
A report was received that the patient was sent to the emergency room due to pain and drainage at the incision sites.